Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. It was reported there was an infection at the pump site. The patient had a pump refill in september and came to the hospital on (B)(6) 2020 with an infection in the pump pocket. The pump and catheter were removed. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics included lab work (date and results not reported). The patient¿s system was explanted on (B)(6) 2020 and would be replaced in the future. The hospital had possession of the device. The return status was unable to be determined. The issue was resolved at the time of this report and the patient¿s status was ¿alive, no injury.¿ no further complications were reported.